Manufacturer narrative:
The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that during embolization procedure, the orbit mini complex fill 3.5x5 coil (640cx0202/ 16009997) stretched during insertion into the target site. A sl-10, stryker microcatheter was used with the coil, and after the event, the same microcatheter was used with the next device. Resistance occurred during positioning of the coil, and one to one relationship was maintained between the delivery system and coil. No additional force was used to further advance the coil system through the microcatheter, and no additional torque or manipulation was used. During placement, the coil was not left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated saline source was used at all times through the microcatheter, and the microcatheter was not re-shaped. After the event, no damages were noticed on the device (kink, bend, fracture, separate, stent, etc.), and after removal from the patient, the coil remained attached to the delivery system. The target site was the right mca. There was no adverse event reported and the component will be return for analysis.

Manufacturer narrative:
Additional manufacturer narrative: y/corrected data: n/it was reported that during embolization procedure, the orbit mini complex fill 3.5x5 coil (640cx0202/ 16009997) stretched during insertion into the target site. A sl-10, stryker microcatheter was used with the coil, and after the event, the same microcatheter was used with the next device. Resistance occurred during positioning of the coil, and one to one relationship was maintained between the delivery system and coil. No additional force was used to further advance the coil system through the microcatheter, and no additional torque or manipulation was used. During placement, the coil was not left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated saline source was used at all times through the microcatheter, and the microcatheter was not re-shaped. After the event, no damages were noticed on the device (kink, bend, fracture, separate, stent, etc.), and after removal from the patient, the coil remained attached to the delivery system. The target site was the right mca. There was no adverse event reported and the component will be return for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported event of stretched coil could not be confirmed, since the product was not returned for analysis. Additionally, the DHR indicated that this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. No...

Manufacturer narrative:
It was reported that during embolization procedure, the orbit mini complex fill 3.5x5 coil (640cx0202/ 16009997) stretched during insertion into the target site. A sl-10, stryker microcatheter was used with the coil, and after the event, the same microcatheter was used with the next device. Resistance occurred during positioning of the coil, and one to one relationship was maintained between the delivery system and coil. No additional force was used to further advance the coil system through the microcatheter, and no additional torque or manipulation was used. During placement, the coil was not left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated saline source was used at all times through the microcatheter, and the microcatheter was not re-shaped. After the event, no damages were noticed on the device (kink, bend, fracture, separate, stent, etc.), and after removal from the patient, the coil remained attached to the delivery system. The target site was the right mca. There was no adverse event reported and the component will be return for analysis.a non-sterile orbit galaxy complex xtrasoft coil 2x2 was received inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received un-zipped and it was found without damage. The support coil, gripper and embolic coil were received outside of introducer. The support coil was inspected and it was found kinked, the gripper was inspected and was found without damage while the embolic coil was found stretched and kinked. The support coil, gripper and embolic coil were inspected under microscope; the support coil was found with kinked. The gripper was found without damage while the embolic coil was found stretched. The suture was found breakage. The failure reported by the costumer as ¿coil - unraveled/stretched-during placement¿ was confirmed during analysis. The condition of the embolic coil was apparently caused by applying excessive force on it but it could not be conclusively determined. However these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures leaving from the facility. Therefore, no corrective action will be taken at this time.